Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver ceased to function, and an adverse event was reported. The patient stated he was sleeping and at around 1:00-2:00am, the patient experienced a hypoglycemic event in which he had a seizure. The patient¿s wife treated the patient with glucagon and when the patient came to, he stated the receiver had ceased to function. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.